Event description:
Us customer contacted cepheid to discuss results. Site is doing travel screening so wasn't expecting to receive positive results on patients. Patient 1: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 2: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 3: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 4: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 5: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 6: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 7: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Site was concerned over the high number of positive patients and performed negative qc with 3 different lots of helix elite controls, all came back sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Site had performed decontamination with 1:10 liquid bleach mixed in di and follow up with 70% ethanol. They cleaned entire module and all surfaces. Testing is at a separate desk, removed from the instrument. Site says they change gloves between patients and dispose of cartridges in a trash can with a biohazard bag in it stored under the counter.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. Site is doing travel screening so wasn't expecting to receive positive results on patients. Patient 1: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 2: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 3: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 4: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 5: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 6: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive. This result was reported to the physician. No secondary test was performed. No known harm to patient. Patient 7: on (B)(6) 2022, a sample was collected and tested with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi. The result was sars-cov-2 positive; flu a negative; flu b negative. This result was reported to the physician. No secondary test was performed. No known harm to patient. Site was concerned over the high number of positive patients and performed negative qc with 3 different lots of helix elite controls, all came back sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Site had performed decontamination with 1:10 liquid bleach mixed in di and follow up with 70% ethanol. They cleaned entire module and all surfaces. Testing is at a separate desk, removed from the instrument. Site says they change gloves between patients and dispose of cartridges in a trash can with a biohazard bag in it stored under the counter. This is a case whereby the site is experiencing a sudden rise in positive results. Customer ceased releasing of positive results to medical records. Information provided indicated the results are false positive due to contamination. Customer performed an internal investigation, and it indicated the source of contamination is not the lab but rather the preanalytical and specimen collection areas. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.